Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the customer reported inoperable keypad which was reproduced as keys ( 0,1,2 & 4) by turn pump on not functioning properly. The cause was determined to be a failed keypad, which was was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inoperable keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.